Manufacturer narrative:
The company rep examined the system and duplicated the system message reported. The company rep reseated the communication and host cables. The system then booted up without any issues. Preventive maintenance was performed. The system was then tested and met all product specs. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause was that the communication and host cables were no properly seated. (B)(4).

Event description:
A biomedical engineer reported a system message was displayed, in the middle of a case, and was unable to be cleared, after a delay of 20 minutes, the surgeon used a back-up system to complete the case. There was no pt harm reported.